Event description:
Surgeon commented on moderate amount metalosis. Thick black substance clearly seen on neck taper. Defect behind cup bone grafted. Well fixed cup, head and sleeve removed.

Event description:
It was reported that left hip revision surgery was performed due to pain.